Event description:
According to the reporter, during hip revision, the device needle was broken and fell into patient's cavity. The procedure went longer. They find the needle but no information given if it is retrieved. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hip revision, the device needle was broken and fell into patient's cavity but was retrieved. The procedure was extended by 40 minutes. No patient injury has been noted.